Event description:
It was reported that an alert was triggered for high right atrial (ra) lead impedance. The patient was asymptomatic and the high impedance was observed at routine follow up. Multiple impedance measurements >2,000 ohms have been observed. Ra sensing was stable so the physician elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).